Event description:
A customer reported incorrect biometry readings. The diagnostic procedure was completed on the same day using the same equipment and accessory. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).